Event description:
It was reported by the patient that an angio-seal was deployed post cardiac catheterization. Four hours later, and for the next several days, the patient experienced intermittent fever and chills. The groin site appeared normal. The patient indicated that he would follow up with the physician. Additional information supplied by the patient one month later, reported that his condition has improved; however, the fever continued with a general feeling of weakness. The patient alleged that he is having an immunologic reaction to the angio-seal components. The patient was placed on prescribed steroid medication (type and dose unknown) for 10 days and during that time he felt better. The fever and weakness has returned now that the medication has been stopped. The patient has had multiple blood draws and reported that his c-creative protein blood test (crp) is 311. The hospital has been contacted several times for additional information. Reportedly, the physician who performed the cardiac catheterization and deployed the angio-seal has not been contacted by the patient. It was revealed by the hospital that the patient had an endoscope that was negative. No other additional information is available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.